Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 16x3.00mm promus premier select stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was deformed. The procedure was completed with a new promus premier select stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 16x3.00mm promus premier select stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was deformed. The procedure was completed with a new promus premier select stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age of time of event: 18yrs or older. Device is a combination product. Device evaluated by MFR.: promus premier select ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage. Stent damage was noted to the 10 most distal stent strut rows, and the stent was bent at this location also. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks in the mid-shaft polymer extrusion. No other issues were identified during the product analysis.